Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported difficult or delayed positioning (interaction with anatomy) and difficulty deploying the clip. The reported poor image resolution was associated with difficulty imaging. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 and emphysema. An xtw clip was inserted and placed on the mitral valve. It was noted there was an interaction with the anatomy. During deployment, it was noted the clip was not detaching from the delivery system. Troubleshooting was performed and the clip was able to be deployed, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.